Event description:
I have an abbott freestyle libre glucose monitoring system. The system did not work the sensor stopped working I removed the sensor there was blood around the sensor I was worried about the bleeding as well as the risk of storing this unit. For the safety of my family and people living in my house I did dispose of the product I called customer service and spoke initially to (B)(6) and then to the manager (B)(6) they said that abbott had a policy that all bloodstained products needed to be stored and sent back to the company without a biological bag I'm concerned that sending a blood stained product runs a risk of transmitting viral diseases. FDA safety report ID # (B)(4).